Manufacturer narrative:
(B)(6). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the administration port. The leak was discovered following pharmacy compounding and prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the lot was manufactured 03/08/2018 - 03/11/2018. A batch review was conducted and there were deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.